Event description:
A male with renal disease, hypertension, and cholecystitis underwent endovascular therapy in 2007. A lymphatic fistula in the right groin was noted after deployment. Compression therapy was conducted. On the next day, stenosis was noted at the anastomotic site of the left superficial femoral artery due to intimal dissection. The patient was discharged form the hospital on twenty six days later, and the patient's outcome is unknown at this time.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU specifically cautions do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop assess the cause of the resistance. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated the event was due to user error. However, the appropriate individuals have been notified and we will continue to monitor for similar events.